Event description:
Initially it was reported by arjohuntleigh rep that after bathing the resident, she was sitting on seat of the tub with her legs out of the tub on the floor, when the tub door fell, brushing her head and landing on her lap and right arm. The caregiver held the door open and got help to remove the resident from the tub. From the info received bruises on right arm occurred as a result of this incident. The patient was taken to x-ray, however, there is no indication that any fracture occurred. Reference MFR report number: 9611530-2014-00030.